Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer.  Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. The patient was implanted a ncb pp dist fem plate, r, 9 h, l. 238mm on (B)(6) 2013. On (B)(6) 2015, the patient was revised due to breakage.

Manufacturer narrative:
It was reported that a (B)(6) years-old female patient received a plate on (B)(6) 2013 and was revised on (B)(6) 2015 due to breakage. The complainant is underlining that the plate broke without particular load. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Possible causes for the reported event according to risk management worksheet: breakage of implant due to movement between implants leads to notching / fretting. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Breakage of implant due to chemical / galvanic / crevice corrosion of material. Failure of surgery due to off label use. Breakage of implant due to implant will be implanted against contraindication. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Breakage of implant due to wrong interpretation of x-ray template for dimensions. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Breakage of implant due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: not possible: there is no evidence for notching or fretting. Not possible as per the following documents: fatigue strength evaluation of the ncb pp prox femur plate construct (research report); engineering design rational for the ncb pp df plate (research report); engineering design rational for the ncb curved femur shaft plate (research report). Not possible: there is no evidence for corrosion. Possible: the plate was implanted for more than 12 months. According to recent publications and general acceptance a fracture in this region should be united within 4-6 month. Not possible: as the surgical report does not evidence any implantation against contraindication. Possible: it was possible to notice that highly fragmental fracture was not optimally replaced. High distance between fragments was visible on x-rays. Possible: as it is unknown if x-ray template was used during implantation. Not possible: the visual examination did not show any plate bending. Possible: it can be that the patient was not aware of postoperative restriction. It is also possible that the user/surgeon did not follow IFU. Possible: it can be that the patient did not follow the postoperative protocol. After the patient underwent the reconstructive surgery, where the ncb plate was implanted, it was possible to notice that highly fragmental fracture was not optimally replaced. High distance between fragments was visible on x-rays. This distance led to an unexpected increase in the healing process which was confirmed by the revision, when the surgeon noticed pseudo joint around the fragments. After more than 12 months from implantation of the ncb, the bone was still not fully healed. The continuous stress generated on the distal part of the plate let to a fatigue fracture (partially confirmed by the picture provided). The root cause of the event is therefore an initial mal-positioning of the bone fragments. The use of wire in combination with the ncb could have been a more interesting solution. The investigation of the returned plate reveals the fatigue character of the fracture. The continuous stress generated on the distal part of the plate due to the improper fracture healing, led to the progressive fracture of the plate depicted as fatigue fracture. Based on the given information and the results of the investigation, we could identify a root cause for this issue: user error - malpositioning of components. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information it was reported that a (B)(6) female patient received a plate on (B)(6) 2013 and was revised on (B)(6) 2015 due to breakage. The complainant is underlining that the plate broke without particular load. Possible causes for the reported event according to risk management worksheet: line r-1.4.1: breakage of implant due to movement between implants leads to notching / fretting. Line r-1.4.9: breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device). Line r-2.2.3: breakage of implant due to chemical / galvanic / crevice corrosion of material. . Line r-3.2.2: failure of surgery due to off label use. Line r-w-4.2.1.1.2: breakage of implant due to implant will be implanted against contraindication. Line r-w-4.3.1.1.1: breakage of implant due to wrong interpretation of in situ device position and/or dimension. Line r-w-4.3.1.1.2: breakage of implant due to wrong interpretation of x-ray template for dimensions. R-w-4.5.2.1.1: breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Line r-w-4.6.1.1.1: breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Line r-w-4.6.1.1.2: breakage of implant due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: not possible: there is no evidence for notching or fretting. Not possible: fatigue strength evaluation of a ncb pp prox femur plate construct (research report). Engineering design rationale for the ncb pp df plate (research report). Engineering design rationale for the ncb curved femur shaft plate (research report). Possible: no product was returned for investigation and therefore this point cannot be excluded. Possible: the plate was implanted for more than 12 months. According to recent publications and general acceptance a fracture in this region should be united within 4-6 month. Possible: as no surgical report or other information was provided, this point cannot be excluded. Possible: it was possible to notice that highly fragmental fracture was not optimally replaced. High distance between fragments was visible on x-rays. Possible: as it is unknown if x-ray template was used during implantation. Possible: as no products were returned this point cannot be excluded. Possible: it can be that the patient was not aware of postoperative restriction. It is also possible that the user/surgeon did not follow IFU. Possible: it can be that the patient did not follow the postoperative protocol. After the patient underwent the reconstructive surgery, where the ncb plate was implanted, it was possible to notice that highly fragmental fracture was not optimally replaced. High distance between fragments was visible on x-rays. This distance led to an unexpected increase in the healing process which was confirmed by the revision, when the surgeon noticed pseudo joint around the fragments. After more than 12 months from implantation of the ncb, the bone was still not fully healed. The continuous stress generated on the distal part of the plate let to a fatigue fracture (partially confirmed by the picture provided). The root cause of the event is therefore an initial mal-positioning of the bone fragments. The use of wire in combination with the ncb could have been a more interesting solution. Based on the given information and the results of the investigation, we could identify a root cause for this issue. User error - malpositioning of components. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).